Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for follow-up with over-sensing exhibited by the right ventricular lead. The over-sensed noise episodes resulted in pacing inhibition and high ventricular rate alerts. Programming interventions were made. However, the lead was subsequently explanted and replaced during a device upgrade. There were no adverse patient consequences reported.